Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
Omit: g02001 - antenna, d01 - cause traced to device design. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.